Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported injecting a patient in the temples, zygoma, and each side of the groove with 2 ml of juvéderm® voluma¿ with lidocaine. 7 days later, the patient had a dental cleaning. That night patient presented ¿intense edema on the left most temple and then on the right. Such condition evolved unresponsive, evolving with collections of purulent aspect, but without odor. Such collection invaded the masticatory space, making chewing difficult and with important restriction of mouth opening (trismus). ¿bilaterally and zygoma¿ were noted as affected sites; groove area without problem. The event was reported as a ¿biofilm¿ formation case. No biopsy confirming ¿biofilm¿ was provided. Hcp reported being unable to sleep for several weeks due to being worried. Hcp said that ischemia event is nothing compared to this case. Hcp told this is the biggest adverse event case in their whole career. Patient was treated with broad-spectrum antibiotic therapy, with no improvement in the condition. Patient was later treated with hyaluronidase and saline wash guided by ultrasound, which positively impacted with apparent resolution of the entire picture. Intervention was reported as performed to prevent permanent damage. Direct examination and culture of collected material were negative. C-reactive protein test reached 4. After washing and hyaluronidase, blood tests normalized. The event has not fully recovered. Trismus persists, but with progressive and expressive improvement.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional (hcp) reported injecting a patient in the temples, zygoma, and each side of the groove with 2 ml of juvéderm® voluma¿ with lidocaine. 7 days later, the patient had a dental cleaning. That night patient presented ¿intense edema on the left most temple and then on the right. Such condition evolved unresponsive, evolving with collections of purulent aspect, but without odor. Such collection invaded the masticatory space, making chewing difficult and with important restriction of mouth opening (trismus). ¿bilaterally and zygoma¿ were noted as affected sites; groove area without problem. The event was reported as a ¿biofilm¿ formation case. No biopsy confirming ¿biofilm¿ was provided. Hcp reported being unable to sleep for several weeks due to being worried. Hcp said that ischemia event is nothing compared to this case. Hcp told this is the biggest adverse event case in their whole career. Patient was treated with broad-spectrum antibiotic therapy, with no improvement in the condition. Patient was later treated with hyaluronidase and saline wash guided by ultrasound, which positively impacted with apparent resolution of the entire picture. Intervention was reported as performed to prevent permanent damage. Direct examination and culture of collected material were negative. C-reactive protein test reached 4. After washing and hyaluronidase, blood tests normalized. The event has not fully recovered. Trismus persists, but with progressive and expressive improvement.